Event description:
Reportedly, the pacemaker involved in this MDR report was attempted to implant but the physician was not able to connect the lead and had difficulties to find the screw. The device was returned for analysis.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the device were within specifications. However, damages sustained to the ventricular components of the device's connection system were observed. This indicates that difficulties were encountered during the connection attempts (set-screw cavity was completely rounded). This case has been recorded in our complaint database for trend purposes. The occurrence of connection difficulties at the time of implant will be monitored.